Manufacturer narrative:
The device was implanted in the patient and was not returned for analysis. Since the device was not returned, we are unable to perform further root cause analysis. All devices are 100% tested and all products are 100% inspected for damages and irregularities during manufacture. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received report through literature review of ¿endovascular treatment of unruptured aneurysms of cavernous and ophthalmic segment of internal carotid artery with flow diverter device pipeline¿ (marko jevsek, charbel mounayer, tomaz seruga) average age was 50.9 years (range 22¿72). There were 13 female and 2 male patients. Residual filling of the aneurysm on the 12 months MRI angiography control was observed, which was caused by flow diverter shrinkage. The symptoms that patients had prior to the procedure mostly disappeared.